Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and discovered that the ipg was prematurely depleting. A replacement ipg is recommended.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and discovered that the ipg was prematurely depleting. A replacement ipg is recommended.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and discovered that the ipg was prematurely depleting. A replacement ipg is recommended.

Manufacturer narrative:
The device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the ipg's database and discovered that the ipg was prematurely depleting. A replacement ipg is recommended.

Manufacturer narrative:
Additional information indicates that no further action will be taken at this time as the patient is experiencing non-device related health issues. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement procedure. The patient is reportedly doing well and getting good stimulation.